Event description:
The customer called and requested assistance with the bolus wizard. The caller stated that she was taking more insulin by entering the carbohydrates instead of the blood glucose to correct her sugar. The customer mentioned that the screen showed 21.0 units of active insulin, and her glucose level was 266mg/dl. However, it dropped to 138mg/dl in thirty minutes. Instructed the customer to seek medical attention if her glucose drops more. The customer's husband was available to drive her to the fire station for the paramedics' medical attention. Attempted to contact the customer several times for a follow up without results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.